Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact on the patient's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.